Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that soon after implant, the patient experienced pain with each ventricular pace due to their right ventricular (rv) lead becoming dislodged. The lead also exhibited no capture and diminished and unseen r waves. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.